Event description:
It was reported that the patient received an alert for low impedance on the left ventricular lead. The device was reprogrammed and the lead remained implanted. No patient symptoms were reported. The patient would be monitored.